Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported mechanical issue (clip open - efaa) could not be determined. This event was further reviewed by an abbott vascular medical affairs manager, and the reviewer concluded that after reviewing the fluoroomages, no failure in the establishment of the final arm angle was detected. Additionally, echo indicated no effects on mitral regurgitation related to unsuccessful final arm angle test could be detected. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the clip opened during the final arm angle test (efaa). It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The mitraclip delivery system was advanced, and the clip was placed. However, during the final arm angle test, the clip opened 10- 15 degrees. Leaflet insertion was still satisfactory; thus, the decision was made to deploy the clip; reducing mr to 1-2. There was no reported adverse patient effect or a clinically significant delay during the procedure. No additional information was provided.